Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first displaying an error or alert message. After reinserting a new battery the caller was also not sure if the device vibrated or provided an acoustic alarm. No adverse event was reported. The infusion device was requested to be returned for product evaluation; however the caller does not wish to return the device at this time.